Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused the patient to have cancer, headaches and difficulty breathing or short of breath . The patient underwent surgery in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation was observed no evidence of sound abatement foam degradation or breakdown in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Did observe dust/dirt contamination in the airpath, likely from a source external to the device. Also observed no evidence of degraded sound abatement foam.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP). Device's sound abatement foam became degraded and caused the patient to have cancer. The patient underwent surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.